Event description:
Error 22 (force sensor). Reporting due to the referenced technical error; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided. Therefore, no log review could be performed. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis. However, the suspected defective force sensor was returned as a spare part for investigation. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, conductivity and optical sensor were tested. Both were complaint. However, during tests, it was noticed that the value of the sensor was not stable and variable over time. This condition would have created a random back pressure issue and may not be reclibrated during maintenance. Based on available information, the root cause of the reported issue was linked to a defective force sensor. An internal CAPA has been opened in order to reduce the occurrence of error 22 related to defective force sensor. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.